Event description:
It was reported that the user received a low insulin alert on the ilet device, reviewed alarm history with support, and subsequently received a change cartridge alert while being out of insulin until the next day; the user was advised to contact a health care provider, use low-carbohydrate food if eating, and stay hydrated. Noted risk of hyperglycemia due to lack of insulin availability. No reported symptoms included. Outcomes included interruption of insulin therapy and reliance on contingency dietary measures until insulin could be obtained. Investigation included review of device alarm history and user-reported status. Investigation of this case revealed that the device detected and correctly reported low insulin volume and cartridge change needs, with no malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance leading to depletion of insulin supply rather than a device failure.